Event description:
(B)(6) study. It was reported that following a coronary artery stenting treatment procedure the patient experienced non-ischemic chest pain. In (B)(6) 2010 the target lesion was located in the mid left anterior descending artery with 75% stenosis and was 18mm long with a reference vessel diameter of 3.0mm. The physician treated the lesion with pre-dilatation and placement of a 3.0mmx20mm taxus liberte stent and post-dilatation. Residual stenosis was 0%. The patient was discharged the next day on aspirin and prasugrel. Twenty-three days following the index procedure the patient experienced non-ischemic chest pain. The patient was hospitalized and the event was resolved without residual effects. The patient was discharged the next day on aspirin and prasugrel.

Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)